Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated for the quantity of edta additive that is present in the tube. All samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 18 mg blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated "the tubes are also clotting at the (B)(6) hospital at (B)(6) . They have 2 lots of the pink-top tubes, one had no problems but the other clots."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 18 mg blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated "the tubes are also clotting at the (B)(6) hospital. They have 2 lots of the pink-top tubes, one had no problems but the other clots."